Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately calcified proximal circumflex artery. The lesion had <45% angulation. A 28 x 3.50 promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, resistance was encountered upon introduction of the device into the guide. When the device was pulled out, it was noted that some struts at the proximal part stood out of the balloon and formed a sharp edge. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately calcified proximal circumflex artery. The lesion had less than 45% angulation. A 28 x 3.50 promus premier drug-eluting stent was selected for use to treat the lesion. However, resistance was encountered upon introduction of the device into the guide. When the device was pulled out, it was noted that some struts at the proximal part stood out of the balloon and formed a sharp edge. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.